Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-21751, 3006705815-2020-02278. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the whole system was replaced with a new one.

Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the leads did not identify any anomalies. Both leads were functionally tested and passed all testing.